Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was confirmed. Fse was able to replicate the reported issue. Fse replaced universal surgical manipulator (usm) to resolve the issue. The system was tested and verified as ready for use. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. Failure analysis reviewed logs and noted error 31226. Usm was tested on an in-house system in normal mode, where it confirmed and replicated error 31226. Usm was also tested on a test system, where low fiber values were detected on the clockspring and parallelogram fiber. The clockspring fiber assembly and parallelogram fiber assembly will be replaced as a fix for the reported problem.

Event description:
It was reported that during a da vinci-assisted hysterectomy surgical procedure, the site was experiencing recoverable faults with universal surgical manipulator (usm) 4. The surgeon was using usm 4 and it suddenly stopped working. The site used the instrument release kit (irk) to get the instrument out. Site had to disable the usm to continue the procedure. Intuitive technical support engineer (tse) reviewed the logs and verified the recoverable faults. The system was power cycled and upon power up no faults were experienced. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.